Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: testing confirmed that there was an intermittent response to button presses on all of the keypad buttons. There was no visible damage on the keypad. Contamination was present underneath the contacts of all buttons. Additionally, it was observed that the bolus button was not responding to button presses. There was no damage visible on the cover and the button was fully seated. When the button was opened for examination, the internal plug contact was found to be misaligned and contamination was present. Unrelated to the tactile issues, the battery compartment had multiple cracks. There was no observed issue with a loss of power and no evidence of moisture damage in the battery compartment. Additionally, part of the clip insert was broken off on the right side of u-groove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.